Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the certas valve, (B)(4), was blocked/occluded after implantation. The valve was revised and will be returned.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The valve was returned for evaluation. The position of the cam when valve was received was at setting 2. The valve was visually inspected; biologcal debris was noted and needle holes in the needle chamber. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested and leaked from the needle holes in the needle chamber. The valve was reflux tested; no issues found. The siphon guard was removed from the valve and tested and passed. The siphon guard was removed. The valve was then pressure tested and failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found in the needle chamber on seat of the ruby ball, and on the ruby ball. The root cause to pressure problem is likely due to the biological debris found in the needle chamber, on the ruby ball and the seat of the ruby ball. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.